Manufacturer narrative:
Olympus (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococci (1ufc/endoscope). The testing result cleared the (B)(6) guideline. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of (B)(4). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]: pseudomonas aeruginosa, klebsiella oxytoca (total 113cfu). [Second time; (B)(6) 2021]: pseudomonas aeruginosa (unknown). [Third time; (B)(6) 2021]: pseudomonas aeruginosa, klebsiella pneumoniae (unknown). [Fourth time; (B)(6) 2021]: klebsiella oxytoca (unknown). [Fifth time; (B)(6) 2021]: klebsiella pneumoniae, pseudomonas aeruginosa (total 125cfu). [Sixth time; (B)(6) 2021]: klebsiella pneumoniae, pseudomonas aeruginosa (unknown). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg. There was no report of infection associated with this report.